Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) a da error message was observed. Boston scientific technical services (ts) was contacted and discussed this indicated a temporary memory reset in the device's firmware that is self correcting and benign. The s-ICD was verified to be working appropriately and remains in service. No adverse patient effects were reported.